Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 41.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.